Event description:
It was reported table would not hold its position, therefore the patient was not positioned correctly. This cause reaming though the side wall of the femur.

Manufacturer narrative:
Slippage was confirmed, fluid was observed that may have diluted the grease under the rotation index collars causing it to egress into the rotation brake assembly. The grease under the collar looked a little discolored and the texture didn't seem right. Once cleaned slippage was not observed. The customer did not provide the cleaning method for the table. The exact cause could not be determined, did not explain how femur was reamed, did not provide any further details about patient injury or treatment.

Event description:
It was reported table would not hold its position, therefore the patient was not positioned correctly. This cause reaming through the side wall of the femur.